Event description:
Customer reported a malfunction associated with their insulin pump identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support instructed the customer on how to put the pump into storage mode and directed them to return it using a pre-paid label within ten days. A replacement pump was issued, and the customer acknowledged the instructions.